Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It¿s unknown whether there was deviation from instructions for use on reprocessing steps for the points where the material remained. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope displayed communication error b30. The endoscope was tested with different light sources and the contacts were cleaned. The message still appeared every time it was plugged in. The device was returned for evaluation. During the device evaluation, a white foreign material was found inside the air/water cylinder and air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found suction cylinder had no color; plug unit had corrosion due to water leakage; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to a crack, plastic distal end cover had a snag on it; adhesive on bending section cover was detached; connecting tube had a scratch; universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.